Event description:
It was reported the lead had a sudden decrease in impedance from 650 ohms to 450 ohms where the impedance is stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an impedance/resistance decrease with weekly pace lead impedance trend data shows an impedance decrease for min and max rv pace equal to 648 to 440 ohms range between (B)(4) 2012.